Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 18. Implant surface not completely covered with bone. On (B)(6) 2020, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and swelling. No further patient complications were reported.